Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8100 error code 242.4030. Account name: (B)(6). Account #: (B)(6). Asset name: 8100 pump module v8.5.29.0. Asset location: (B)(6). Contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 242.4030 on their 8100. Failure device type: failure problem type: failure mode: case resolution: - informed customer this is most likely due to the mechanism assembly. - provided part number. - transferred to order management for pricing. Ended call.